Event description:
Customer reportedly obtained results of 375mg/dl and 150mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. No quality controls were used.